Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 425-91-012, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient dislocated after surgery. Surgeon saw the film and decided to go back in and update the stem and head. The original cup and liner were left in patient.